Manufacturer narrative:
The sheath and imagery were returned to edwards lifesciences for evaluation.  Upon visual inspection a protrusion/bump was observed at the proximal end of the distal flap.  The outer jacket was observed to be stretched at the damaged section.  Minor damage was observed to the bilayer.  After removing the outer jacket, damage was observed on the distal flap at the protrusion site.  Due to the nature of the complaints, no dimensional or functional analysis was performed.  The complaint for ¿sheath distal tip - damaged¿ was confirmed by visual inspection.  Provided imagery showed the device after the procedure.  The protrusion described in the report was indicated in the photo. During manufacturing, the device and its components were inspected/tested a number of times.  The inspections/tests were performed during the inner tip bonding, the outer jacket loading on inner member, proximal flaring, shaft pre-conditioning, axela sheath inspection procedure and during the axela sheath final inspection.  These inspections support that the axela sheath has sufficient inspections in place to identify potential manufacturing defects related to the complaint event. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events.  Review of the lot revealed additional complaints for ¿sheath distal tip - damaged¿.  The complaints were confirmed, but no manufacturing non-conformances were identified.  The complaints were attributed to patient/procedural factors.  A review of complaint history from may 2018 to april 2019 for the edwards axela sheath (model 9630es14 and 9630es14a) revealed other similar returned complaints for ¿sheath distal tip - damaged¿.  The complaints were confirmed, but no manufacturing nonconformances were identified.  The axela sheath is a recently commercialized device, and control limits therefore have not yet been established.  As such, the post market surveillance plan dictates that complaint trends will be reviewed.  Review of complaint history revealed more than 3 complaint occurrences per month for the past 3 consecutive months which met the trigger for review.  The axela instructions for use, the edwards sapien 3 ultra procedural training manual and the device preparation training manual were reviewed for instructions involving device preparation and use.  No IFU/training deficiencies were identified. No manufacturing non-conformances were identified during evaluation; therefore, an fmea assessment was not required per procedure.  The complaint for ¿sheath distal tip - damaged¿ was confirmed.  A review of manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported event.  Based on the review of complaint history, DHR, and lot history, there is no evidence to support a manufacturing non-conformance contributed to the complaint.  No IFU/labeling deficiencies were identified.  Bilayer damage and distal flap damage suggest that the sheath interacted with calcium during insertion and withdrawal of the sheath.  The access vessel was noted to be mildly calcified.  Calcification could have contributed to the damage on the distal flap by preventing it from contracting to its original diameter.  This would make the distal flap more susceptible to catching on calcification and become damaged as it is moved through the access vessel, as identified in a product risk assessment (pra).  Available information suggests that patient factors may have contributed to the complaint event; however, a definitive root cause is unable to be determined at this time. No manufacturing or IFU/labeling inadequacies were identified.  A definitive root cause is unable to be determined, however, available information suggests that patient factors (calcification) may have contributed to the complaint events.  A product risk assessment was previously initiated to assess patient risk for sheath distal tip damage.  A CAPA has also been initiated to investigate issues of axela sheath tip damage.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI reference number: (B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure, upon removal of the sheath, the physician noted a nick (outer protrusion) at the very distal part of the sheath.  The patient sustained an additional tear in the artery and angioseal was used to repair/seal the artery.  The patient was stable at the conclusion of the case.